Event description:
It was reported that after the lens was implanted, the optic was found to be broken and therefor the lens was removed and replaced with a back-up lens. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Establishment name: (B)(6). Address - line 1: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 29 july 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: no lens was received as part of this return. The complaint handpiece was inspected revealing that it was received with the plunger rod fully advanced. Inspection of the external assembly revealed no issues. The handpiece was disassembled and the assembly was inspected, no assembly issues could be observed that could cause or contribute to lens damage. The complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.